Manufacturer narrative:
Follow-up # 1 date of submission 7/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: a review of the black box and alarm history showed a cs 064 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. It was observed that there was internal moisture damage on the ir board. The motor of the pump was not working due to moisture damage. Further testing could not be completed due to the moisture damage in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.